Event description:
Customer reported, "customer is experiencing a quality issue with the #22 safety blades included in this tray. Customer states that they are not as strong as in the past and are snapping in half during the procedure.